Event description:
The reporter stated that she did back-to-back blood glucose tests, within 10 minutes, using separate finger sticks. Her results were 65, 45 and 37 mg/dl. She did not have any symptoms. During troubleshooting, the reporter indicated that she had not been cleaning the contact points. A control solution test resulted in an er2. Due to unavailability of new test strips, furthr control testing was not done.